Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer states they received failed battery test and battery out limit alarm. The customer's blood glucose level at the time of incident was 550mg/dl. The customer's most current level was 178mg/dl. The customer states they continued to change their set and everything would be fine. The customer treated the highs with insulin pen. The customer declined to complete troubleshoot and states they would be calling back at a later time to conduct high pressure testing.